Event description:
It was reported that during a catheter repair procedure, the device was allegedly manufactured in a way to prevent the two ends of the device from being well approximated which resulted gap between the two ends. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, two images were provided for review. The images appears to represent a fractured catheter, although the exact location of the catheter cannot be determined. The images are very challenging to interpret based on poor image quality. Therefore, the investigation is inconclusive for the reported defective component issue as the exact issue with the repair kit cannot be validated based on the images provided. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2023), g3, h6(method) h11: h6(result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a catheter repair procedure, the device was allegedly manufactured in a way to prevent the two ends of the device from being well approximated which resulted gap between the two ends. There was no reported patient injury.